Event description:
It was reported that the patient was not feeling well and presented in the hospital by emt. Multiple high voltage inappropriate therapies were delivered. A magnet was placed over the device and the device therapies were disabled. However, patient was still able to sense muscle stimulation in shoulder area when the device would attempt to pace. Upon interrogation, high pacing lead impedance was observed and high voltage circuit damage was detected. X-ray revealed lead damage, indicative of clavicular crush. Physician elected to replace both ICD and lead. There were no complications; patient was fine.

Manufacturer narrative:
A partial lead with the connector pin measuring 15.5cm was returned for analysis. External insulation abrasion was noted at 5.5-6.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.